Manufacturer narrative:
As part of the quality system remediation, cu has conducted a review of its service records and is now handling this event under its complaint system. At the time of this event, cu conducted an investigation with the assistance of the facility's biomedical personnel. It was determined that the reported problem was caused by an improper software setting at the manufacturing facility. In order to prevent future instances of this failure, cu has added more security features on the software manufacturing process (requiring user name and password entry as confirmation) and retrained personnel. Since this time, there have been no additional reported failures of this kind.

Event description:
The user facility reported a software malfunction that prevented use of the device. The device failure did not expose any pts to risk of injury or illness.